Manufacturer narrative:
(B)(4). Testing of the lead (model 3778, (B)(4)) revealed no significant anomalies. The #2 connector was crushed in suspected explant damage. Continuity was acceptable on all circuits. Circuits #3 and #4 were shorted at connector #2. The stylet coil was crushed at 11.5cm and 25cm from distal end. Testing of the anchor (model 3550-39, serial number unk) revealed no significant anomalies. The anchor sleeve was cut.

Event description:
The pt experienced fever and chills and an infection was suspected. The proximal end of the lead eroded through the previous implantable neurostimulator (ins) pocket. The ins was explanted due to the suspected infection. The lead and anchor were subsequently explanted about (B)(6). The ins was not replaced. The type of infection was unk. The pt was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.